Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) failed to convert a tachycardic rhythm with anti-tachycardia pacing (atp). It was suspected that the inadequate atp sped up the tachycardic rhythm which was successfully convert by the ICD. Medication was updated to slow rapid heart rate. The patient was in stable condition.